Event description:
Customer called to report a fluid leak from the wick area of the unicel dxc 600 synchron system's cap piercer. Customer checked for loose connections and replaced the blade; however, this did not resolve the issue, and a service request was generated. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and determined that the cap piercer was not evacuating water from the wash cycle; this caused fluid to leak onto the autoloader. The fse then identified the fluid was water, and noticed that pieces of rubber caps were obstructing the waste chute. The fse removed all obstructions, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the issue was due to the obstructions found in the waste shuttle/chute. The issue was resolved with routine service performed by the fse. Customer has not called back to report any further issues relating to this event. (B)(4).